Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left main coronary artery. The 4.50x12 mm nc trek balloon dilatation catheter (bdc) would not deflate. The physician attempted to rupture the balloon with a guide wire but was unsuccessful. The hypotube was cut and the balloon deflated and was removed with the help of a snare device. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/29/2020-001-r. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Manufacturer narrative:
Correction: the complaint investigation determined the reported deflation issue is a product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.h6: results code 114 and conclusions code 67 were removed.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record and complaint history of the reported device could not be conducted because the hub of the device was not returned and the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the additional treatment appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.